Event description:
It was reported that a spectrum iq infusion pump over-infused (three times) during testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "over-infused" was not reproduced. Evaluation performed flow testing and the test resulted in an error percentage of 6.0425%. The event history log was reviewed for the last days of customer use as no event date was provided. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was out of adjustment pressure plate travel. Pressure setup required to be performed to address the issue. Should additional relevant information become available, a supplemental report will be submitted.